Manufacturer narrative:
(B)(4). Reported event was consider confirmed via the provided medical records confirming the patient's ailments. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42500606802, femur cemented posterior stabilized, lot # 62291568, catalog #: 42522600810, articular surface fixed bearing constrained, lot # 62294445, catalog #: 42540000038, all poly patella cemented, lot # 62435814. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00035, 0001822565-2019-00512, 0002648920-2019-00656. Remains implanted.

Event description:
It was reported that patient had clicking and vise-grip feeling on the right knee. Treatment included exercise on bicycle.